Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 29) was received while loading multiple cartridges. There was no reported impact to the customer's blood glucose level. Another cartridge would be loaded and declined further follow up from tandem technical support.